Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient experienced increased pain and infection in the right hip and underwent surgery to assess the cause in (B)(6) 2008. At this time, "large heterotopic ossification" as well as "extensive metallosis mass was emanating from a large defect in the anterior capsule and down into the joint." Due to continued and increased pain in the right hip, patient underwent a total revision surgery replacing all of the pinnacle device components in (B)(6) 2011. Once again, extensive metallosis was discovered, including "black stained tissue in the bone around the stem" and metal staining that "actually tracked around anteriorly on the greater trochanter and into the joint." Doi: (B)(6) 2005, dor: (B)(6) 2011 (right hip). Update: 12/18/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2005 dor: (B)(6) 2005 for infected hematoma; dor: (B)(6) 2008 for metallosis, painful heterotopic bone, no components were removed they just did a radical resection of massive extensive heterotopic bone, including soft tissue and bone attachments; dor: (B)(6) 2011 for metal staining, metallosis, and osteolysis. Ppf alleges infection, metal wear and metallosis. After review of medical records, the patient was revised to address failed right total hip arthroplasty. Revision notes reported that there was a large clear fluid collection and metal staining upon opening the fascia. There was also a black-stained tissue in the bone around the stem and areas of osteolysis. Doi: (B)(6) 2005 (cup,screw,stem). Doi: (B)(6) 2005 (head,liner). Dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s) for infection after 3 months of device being implanted. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation. Per nr-0134037 a medical record review is not required for this complaint record investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary.